Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of myocardial infarction and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025, the patient, with a history of coronary artery disease and non-st elevation myocardial infarction (nstemi) had four xience skypoint (2.25x12, 2.5x18, 2.5x38, 3.5x38mm) stents implanted. The patient was re-admitted on (B)(6) 2025 with chronic ischemic heart disease and stemi at which time, a fifth, 2.5x15 mm xience skypoint stent was implanted. The patient was discharged on (B)(6) 2025 the patient was re-admitted again on (B)(6) 2025 with chronic ischemic heart disease and chest pain. No additional treatment was performed and the patient was discharged on (B)(6) 2025. There was no adverse patient sequela. No additional information was provided.